Event description:
It was reported by the customer that pyxis es refrigerator was not communicating. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that fridge was not detected on the bus. A field service technician inspected the ethernet cable, confirming it was functioning properly. The refrigerator was then shut down and powered off completely. After rebooting the refrigerator, the pyxis device was restarted. Subsequently, the device returned to an operational state. The system functioned as intended after the field service engineer troubleshooted the device.